Event description:
It was reported that before use of the bd angiocath¿ IV catheter there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: bd was able to verify the presence of silicone drops on the catheter of the samples returned. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. DHR review: a review of the device history record was completed for sub-assembly #004712bjf lot 7331935 manufactured from 01-dec-17 to 29-dec-17 and sub-assembly #004712bjf lot 7360864 manufactured from 02-jan-18 to 08-jan-18 at acam 1 machine under used in claimed lot 8012901. This lot was reviewed regarding the tests of ¿foreign matter/ visible silicone¿ and were not evidenced records that could lead to the claimed defect. Investigation conclusion: confirmed: bd was able to confirm the customer complaint for the claimed defect. The root cause is caused by the excessive amount of silicone that is dispensed during the catheter siliconization process. A corrective action project has been initiated to investigate the issue.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd angiocath¿ IV catheter there was an issue with foreign matter. There was no report of injury or medical intervention.